Event description:
It was reported that while a nurse was activating a cardinal health hot pack, the pack burst, and gel fell on her. The nurse is okay, and the pack material was removed with soap and water.

Manufacturer narrative:
DHR reviews were completed on the reported lot. # v1l119 (mfg. Date: 9/15/21). The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We received 1 sample for evaluation. The sample was already activated. The root cause was determined to be a torn pouch. Cardinal health has initiated CAPA (B)(4) which will add a warning to the label for the customer to activate away from all people. Cardinal health will also continue to monitor complaint trends.